Event description:
The pt had an open surgery. Afterward the pt felt shocking when increasing the amplitude of implantable neurostimulator therapy. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).